Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle is clogging during injection and injection is causing discomfort and stinging around the injection site. Verbatim: consumer reported getting a needle clog every once in a while during her injections. Stated lately she has also been having more discomfort and stinging around the injection site."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. Investigation summary: customer returned (3) sealed 4mm, 32g pen needles from lot # 0057734. Customer states that the needle is clogging during injection. All returned pen needles were tested and all were able to expel properly without any observed defects. Customer states that the injection is causing discomfort and stinging around the injection site. All returned pen needles were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1: good, 0.0092, good. Sample 2: good, 0.0091, good. Sample 3: good, 0.0091, good. All observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle is clogging during injection and injection is causing discomfort and stinging around the injection site. Verbatim: consumer reported getting a needle clog every once in a while during her injections. Stated lately she has also been having more discomfort and stinging around the injection site."